Event description:
It was reported that: the user heard a pop and then a sizzling sound come from the device. The device posted an audible alarm, the display was observed to be blank, and the patient was not being ventilated. The user noted a burning smell. The user manually ventilated the patient with another device and then the patient was switched to a different ventilator. It was reported that there was no patient injury.